Event description:
Reportedly, the blue insulation coating melted. They were able to remove the blue insulation from the tissue without causing any damage to the tissue. The insulation fell into the cavity and was retrieved without any problems by a pincer.